Event description:
Report received of perforation. The physician was placing an unspecified stent to a right coronary artery graft when a perforation of the vessel occurred. The patient's condition is unknown at the time of the perforation. A jostent graftmaster was used and successfully sealed the original perforation; however it was then noted that the vessel "further perforated." A cardiothoracic surgeon was consulted and the patient was immediately taken to surgery for repair of the perforation. Patient was discharged to home 9 days later. Their current condition is unknown.